Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to low vaulting and anterior subcapsular opacity. The lens was exchanged for a longer length and this resolved the problem. The patient's lastest ucva was 20/20. See MFR report #2023826-2015-00281 for the patient's other eye.

Manufacturer narrative:
(B)(4): lens not returned.

Manufacturer narrative:
Method: medical review & work order search. Results: visual inspection of the returned product showed the lens was returned dry with a torn haptic and a clear surgical residue. A lens work order search revealed there were no similar complaints within the work order. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. Medical review - clinical studies have shown that anterior sub-capsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used on the icl itself. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior sub-capsular cataract with no progression. Staar believes that the action to remove and/or replace the icl creases the risk for anterior sub-capsular cataract. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).